Event description:
It was reported that there was kink 4cm from the tip of the catheter this was noted when the catheter was removed from the package. The anesthesiologist decided to use the catheter anyway. Under fluro the kink could be seen. The catheter was removed and another catheter was pulled and used to complete the case.